Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump did not emit loss of prime warnings while sample cartridges were in use; however, multiple loss of prime warnings were emitted once cartridges owned by the user were in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015-device evaluation: the cartridges have been returned and evaluated by product analysis on 02/25/2015 with the following findings: the cartridges were returned to animas. A visual inspection of the cartridges was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.